Event description:
The customer contacted baxter's technical service center regarding an alarm, which occurred on the homechoice (hc) during use, during drain 1 of 5. The hp stated she called her local clinic and the clinic informed her to change out the solution bags in the middle of therapy. The hp changed the solution bags in the middle of drain 1. The baxter technical service representative (tsr) advised the hp to end therapy and start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The root cause was undetermined. A labeling review found that all printed pouches for disposable products intended for single use are labeled with 'this device is intended for single use only.' A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. The cassette was not returned and the lot number is unknown, therefore a device analysis cannot be completed.